Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) delivered biventricular (biv) trigger pacing on a premature ventricular contraction (pvc). Therapy induced arrhythmia was suspected to have occurred. Additional information received reported that the patient was brought into the clinic to turn off biv trigger pacing. This crt-d remains in service. No additional adverse patient effects were reported.